Event description:
It was reported the physician selected a 37mm gore® cardioform asd occluder to treat an atrial septal defect measure to 18mm. Initial deployment resulted in partial device prolapse, so the the device was repositioned with good results. After device locking, a residual shunt was observed so the physician chose to retrieve the device. During device retrieval, the delivery catheter kinked and the retrieval cord slipped out of retrieval cord lock. The physician made numerous attempts to snare the device but was unsuccessful. The device was left in the patient and a surgical procedure for device explant and defect closure was scheduled. Post procedure imaging on (B)(6) 2025 showed no effusion or injury to the patient, who is currently in stable condition. The physician noted the aneurysmal septum likely wrapped around the center of the device which prevented the occluder from being retrieved via transcatheter. The device was explanted and the septal defect was surgically closed on (B)(6) 2025.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.